Manufacturer narrative:
Product analysis: the telemetry complaint was unconfirmed. The programmer passed all tests related to device telemetry. The programmer was found to be intermittently unresponsive to stylus interaction. Software performance was found to be sluggish. Latches were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification, during analysis.